Manufacturer narrative:
Information indicates this lead will be returned. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced syncope while standing and washing the dishes and was brought to the emergency room. The pacemaker device was interrogated, and an x-ray was performed. The interrogation noted this right ventricular (rv) lead exhibited noise, which was oversensed resulting in some pacing inhibition. Also, intermittent rv capture was observed at a programmed output of 2.5 volts at 0.4 milliseconds. The physician felt that the intermittent lack of capture attributed to the episode of syncope. The rv sensitivity and output programming were increased. The x-ray showed the rv lead appeared to have some malformation around the clavicle area indicative of a lead fracture due to clavicular crush. As a result, the patient underwent a lead replacement surgical procedure four days later. The plan at the start of the procedure was to obtain a new, more lateral lead access in the subclavian vein in order to avoid being near the patients clavicle on entry point to the vessel. During lead access under fluoroscopy, it was observed that both the rv and right atrial (ra) leads appeared to be damaged and the physician noted it appeared that the leads had been rubbing together through a singular access site. A different access site was obtained, and a new rv lead was placed and tested. At this time, both the old rv and ra leads were explanted without any difficulty, and a new ra lead was also inserted. During advancement of the ra lead into the heart, the physician decided that even after the access location change, the lead seemed to be tight in the vessel. Because of this, the physician was worried about the same lead damage problem occurring again with the new leads. As a result, the physician decided to abandon the left-sided implant and do a full right-sided system implant instead. The existing pacemaker device was used. The initial new rv lead remained implanted during the procedure to provide back-up pacing, if needed. However, it was removed and replaced with a shorter lead as the length of the initial new rv lead was excessive for a right-sided implant. The surgical procedure was successfully completed. No additional adverse patient effects were reported.

Manufacturer narrative:
Information indicates this lead will be returned. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed setscrew marks on the terminal pin in the correct location and noted there was dried blood in the helix housing and tip region, which is normal and expected for active fixation leads. Testing was completed to assess lead electrical performance. The outer conductor coil is not electrically continuous, indicating a fracture or broken conductor. A fractured outer conductor was observed approximately 21.5 centimeters from the terminal pin. The characteristics of this fracture are consistent with clavicular crush. The identified outer conductor coil fracture is the likely root cause of the reported clinical observations of noise, oversensing, pacing inhibition and failure to capture.

Event description:
It was reported that this patient experienced syncope while standing and washing the dishes and was brought to the emergency room. The pacemaker device was interrogated, and an x-ray was performed. The interrogation noted this right ventricular (rv) lead exhibited noise, which was oversensed resulting in some pacing inhibition. Also, intermittent rv capture was observed at a programmed output of 2.5 volts at 0.4 milliseconds. The physician felt that the intermittent lack of capture attributed to the episode of syncope. The rv sensitivity and output programming were increased. The x-ray showed the rv lead appeared to have some malformation around the clavicle area indicative of a lead fracture due to clavicular crush. As a result, the patient underwent a lead replacement surgical procedure four days later. The plan at the start of the procedure was to obtain a new, more lateral lead access in the subclavian vein in order to avoid being near the patients clavicle on entry point to the vessel. During lead access under fluoroscopy, it was observed that both the rv and right atrial (ra) leads appeared to be damaged and the physician noted it appeared that the leads had been rubbing together through a singular access site. A different access site was obtained, and a new rv lead was placed and tested. At this time, both the old rv and ra leads were explanted without any difficulty, and a new ra lead was also inserted. During advancement of the ra lead into the heart, the physician decided that even after the access location change, the lead seemed to be tight in the vessel. Because of this, the physician was worried about the same lead damage problem occurring again with the new leads. As a result, the physician decided to abandon the left-sided implant and do a full right-sided system implant instead. The existing pacemaker device was used. The initial new rv lead remained implanted during the procedure to provide back-up pacing, if needed. However, it was removed and replaced with a shorter lead as the length of the initial new rv lead was excessive for a right-sided implant. The surgical procedure was successfully completed. No additional adverse patient effects were reported.